Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the venflon 2 - 20g experienced product damage/deformation while still being considered operable. Noted prior to use. The following information was provided by the initial reporter: there are breakage in venflon 18no. Minor cut in needle.